Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3) the patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear approximately 6 years and 9 months after the index surgery. The revised components were not returned to exactech for evaluation. However, images and a radiograph were provided. The revision reported may have been due to a combination of risk factors including but not limited to use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
As reported, the patient had an original primary total hip replacement, then approximately seven years post initial tha, the 72 y/o male patient returned to surgeon's office complaining about their primary hip pain and dissatisfaction. Upon examination and imaging the poly liner showed wear and is a product associated with the recall. The patient underwent revision right tha where the femoral head and poly liner were swapped. A new vitamin e liner, ceramic head and biolox option adapter +7mm were implanted. The patient left the operating room (or) stable. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Product images and x-ray received. The devices are not available for evaluation due to the implants were sent to the lab and legal at the hospital.

Manufacturer narrative:
Section d10: concomitant products: biolox delta femoral head 36mm od, +3.5mm (cat# 170-36-03 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.